Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event attributed to subjecting the device to exessive stress. Action has been taken to improve the strength and reliability of the device.

Event description:
The trial head broke. There was no adverse consequence for the pt or delay in surgery or anesthesia time.